Manufacturer narrative:
The customer's report was observed by a zoll approved service provider during initial testing. However, the device was put through extensive testing without duplicating the report. The smart pneumatic module board was ordered as a replacement. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "self check failure -1003" error message. Complainant indicated that there was no patient involvement in the reported malfunction.